Manufacturer narrative:
The speaker is pending evaluation.

Event description:
Covidien received a n-550 speaker that came from a monitor with no audio. The respiratory therapist was not able to determine the serial number of the monitor, or provide further failure info.